Event description:
Malfunction: bed moving on its own, surgeries cancelled. A user facility reported that the bed would move automatically in the swivel position without commanding it. The remaining surgeries for the day were cancelled. There was no patient/user harm related to this event.

Manufacturer narrative:
Determination of root cause: assessment: during the on site investigation, the territory manager (tm) installed the shaft drive kit to address the issue. A manufacturing investigation was not performed as no parts were replaced. Conclusion: based on the results of the investigation, a definitive root cause was not identified, however, it was related to incorrect bed movement. (B) (4). (B) (4). (B) (4).